Event description:
International customer reported that the needle tip broke during an appendectomy. No adverse pt consequences were reported.

Manufacturer narrative:
Result: the returned actual needle was visually examined. The needle shows a fracture at the needle point; several marks from needle holders were found in this area and at the breaking point. Conclusion: user error caused the event. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point.